Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. The device was received in two sections due to shaft break located 16mm proximal from the distal tip. The balloon section was attached to the part of shaft that was detached. A visual examination identified that part of the balloon was detached. A complete balloon circumferential tear was identified located approximately 10mm distal of the proximal balloon sleeve. The proximal section of balloon material was also torn longitudinally beginning approximately 8mm distal of the proximal balloon sleeve and extending approximately 25mm distally across the balloon material. This type of damage most probably occurred when the device was being withdrawn through the sheath prior to a balloon rupture. A visual examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to have completely detached 16mm proximal from the distal tip. The shaft was also noted to be kinked and severely stretched. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found the proximal markerband to have completely detached from the device. The detached markerband was not returned for analysis. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified upper arm arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 30 seconds, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was normal.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified upper arm arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 30 seconds, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was normal.